Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotablator rotalink plus was selected for a chronic total occlusion (cto) procedure. During the procedure, the burr was unable to be advanced or operated within the guide catheter. When the device was removed from the patient, it was discovered the burr catheter was adhered to the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
Device returned and evaluated by manufacturer. The returned complaint device consisted of a rotablator plus catheter. The burr was attached to the advancer when returned. The advancer, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the sheath is deformed 15.8cm from the nosecone. Microscopic examination revealed no additional damages. Device to device testing was performed using a test rotablator guidewire and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage on the device that may have contributed to the reported event.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotablator rotalink plus was selected for a chronic total occlusion (cto) procedure. During the procedure, the burr was unable to be advanced or operated within the guide catheter. When the device was removed from the patient, it was discovered the burr catheter was adhered to the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.